Manufacturer narrative:
The reported events of loss of capture and no sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During implant, a loss of capture and sensing was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.